Event description:
Pt reported being ill in 2005. Customer disconnected tubing from device and ran a bolus to verify that insulin was coming out of tubing and it was. Pt stated their blood glucose was 125 mg/dl. Pt stayed home from work and around 6pm, their blood glucose was 312 mg/dl. Patient bolused to reduce blood glucose and drank sprite and ginger ale. Pt's family member took them to the hospital and they tested their blood glucose at 1006 mg/dl. The hospital staff removed the device and treated the pt with a glucose IV. Pt's blood glucose was 370 mg/dl in the morning. Hospital staff claimed device was not working.